Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patients spouse reported that on (B)(6) 2024, the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. In the morning, the patient experienced bad confusion and ambulation difficulties. The cgm was reading 300 mg/dl and the blood glucose reading by the spouse was high. An unspecified time later, the estimated glucose value (egv) was high. The spouse administered unspecified insulin bolus via omnipod5 pump in modified closed loop; however, it reportedly did not help. At 2000, the spouse called an ambulance. The bg by emergency medical service (ems) was 1000 mg/dl. The egv at that time was not documented. The patient was hypotensive and tachycardia. She was treated with unremembered intravenous (IV) fluid and transported to the hospital. She was admitted for 3 days with diabetic keotoacidosis (dka) and coma. The patient was better at the time of the call the day of discharge. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.